Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
Concomitant products: 00801803202 60388767 femoral head sterile product do not resterilize 12/14 taper; 00771101320 60348595 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset; 00620006222 60287324 shell porous with cluster holes 62 mm o.d. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00256.

Event description:
It was reported patient¿s left hip was revised approximately 11 years post-implantation due to elevated metal ion levels, pain, and adverse tissue reaction due to trunnionosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.